Event description:
The physician reported that there was noise sensing relative to the subject lead. The preliminary analysis of the associated patient files suggests that the issue may be attributable to a lead or a connection issue. The associated pacemaker is a sorin reply dr pacemaker with serial number: (B)(4), which was also implanted on (B)(6) 2010.

Event description:
The physician reported that there was noise sensing relative to the subject lead. The preliminary analysis of the associated patient files suggests that the issue may be attributable to a lead or a connection issue. The associated pacemaker is a sorin reply dr pacemaker with serial number: (B)(4), which was also implanted on (B)(6) 2010.

Manufacturer narrative:
(B)(4).